Manufacturer narrative:
Additional information received stating no patient involvement-incident occurred during testing.

Event description:
Investigation completed and in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 complaint of no disposable alarm was confirmed. The event log revealed error codes 1871 and 1210. When duplicating event it displayed "no disposable alarm" message with an administration cassette attached when a "stop/start" key button is pressed. This was isolated to upstream occlusion sensor. Action was taken to replace the sensor. Device passed all functional testing.

Event description:
Information was received device has no disposable alarm. No adverse effects reported.